Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Inspected the plug assembly and no issues were observed. The sensor was attempted to be scan with evm(evaluation module). Sensor did not scan. Observed message. The evm was reset and sensor was scanned again. Still sensor did not scan. Extended investigation has been performed. The returned sensor was visually inspected and no abnormalities were found. The sensor was attempted to be scan but same message was observed. The battery was replaced in the sensor and the issue persisted. Section h6 (investigation findings) code 4247 (appropriate term/code not available) was selected. Thus adc is unable to further test the returned product. Therefore, the issue is closed to no product returned. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Inspected the plug assembly and no issues were observed. The sensor was attempted to be scan with evm(evaluation module). Sensor did not scan. Security failure - decryption command rejected message was observed. The evm was reset and sensor was scanned again. Still sensor did not scan. Extended investigation has been performed. The returned puck was visually inspected and no abnormalities were found. The sensor was attempted to be scan but same message was observed. The battery was replaced in the sensor and the issue persisted. Therefore, the issue is unable to test. Section h6 (investigation findings) code c20 (no findings available) was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section h10 (additional mfg narrative) was incorrectly updated in the previous report. Correction has been made.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.